Manufacturer narrative:
The reported event of a suspected programming error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time.

Event description:
The customer reported a propofol infusion with an intended rate of 15mcg/kg/hr. And dexmedetomidine, dosage and rate not provided, may have over infused due to the weight being incorrectly programmed. The patient was intubated and did no appear to be harmed in any way. The customer was able to confirm the programming in the ikp data and determined the weight was entered incorrectly but did not result in a dose out of appropriate range for this patient; the customer had initially requested a log review to confirm the programming and has since refused an investigation at this time.